Event description:
A malfunction code 7 during a tpn infusion on a pt. No pt injury or medical intervention was reported by the facility. The tpn was being delivered from a bag containing 2340ml of the solution. Details regarding the pt's demographics and how far into the infusion the pump was when the failure occurred were not provided by the reporting facility.